Event description:
It was reported that at the first pump refill on (B)(6) 2013 following an implant a prime bolus was programmed to 28 minutes. At 16 minutes after the programming update, the pharmacist told them that they had given them morphine that was not preservative-free. The pump was stopped and the bolus was cancelled immediately. The patient did not receive any of the morphine with preservatives. Saline rinses to capacity were recommended. Following two saline rinses and catheter access port (cap) procedure, they plan to fill the pump with new preservative free (pf) morphine mixture that pharmacy is preparing. There were no patient symptoms because the drug never reached the patient. The patient is fine and receiving therapy. The pump was delivering morphine.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).